Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physician damage was observed. Motor rate error found in pump event history log. Flow test was able to find motor not running during the test. The root cause of the reported issue was found to be the stepper motor being stuck. Actions were taken to mitigate the reported issue: replaced stepper motor. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the device's motor rate error. No patient injury was reported.